Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the neck region. Multiple cuts in outer insulation most likely explant damage. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil had a break at the near terminal end most likely occur during explant. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis was unable to confirm reported field observation of perforation. No anomalies noted in helix/lead tip.

Event description:
Additional information received, and a supplemental report is being filed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The right ventricular (rv) lead perforated the patient's heart wall and was explanted. No additional adverse patient effects were reported.